Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the non-symptomatic patient presented in-clinic for follow-up. No capture was observed at maximum output. Increased impedance was found. Patient complained of extra cardiac stimulation. Lead was repositioned.